Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted at this time. This is noted due to oversensing. Patient attended to follow up clinic to which sensing was switched from fixed to automatic gain control. Patient then collapsed on the waiting room due to what is reported to have been due to ventricular oversensing over a potential atrial signal. Patient was taken back to the clinic and re-programmed back to nominal settings and was allowed to recover in the waiting area over 1 hour period and on review was allowed home after no further issues were experienced. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) united kingdom. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).